Manufacturer narrative:
The device was received for evaluation not deployed. The download data shows that the pod completed both the first and second priming sequences and was deactivated at the end of the second prime. During priming, the rotational sensor failed to transition into the expected number of pulses in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during the second prime. The investigation confirmed the failure to detent drive stall prevented the needle from deploying during the second prime. The exact cause of the hook talons failing to detent the ratchet gear could not be conclusively determined.

Event description:
The patient reported that the pod failed to deploy the needle upon activation, indicating a needle mechanism failure. The patient removed the pod and applied a new one without issues. There was no impact to the patient¿s blood glucose levels, and there was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.